Manufacturer narrative:
Multiple attempts to obtain additional information were made with no response. The manufacturing records for serial number (B)(6) were reviewed by and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. An onxm-31/33 sn (B)(6) was implanted on (B)(6) 2017 in the mitral position of a 48 year old male patient. While screening for participation in a clinical trial, the investigational site indicated that this patient was deceased. An obituary was found online that indicated a date of death of (B)(6) 2017 (6 days post-implant) ¿¿due to complications following open heart surgery.¿ the timing of the death (6 days postop) would tend to classify this as an operative mortality, although the cause is unknown. Despite attempts to acquire relevant medical records, the obituary is all the post-operative information we have. Consequently, we do not know whether the patient was ever discharged from the hospital, nor do we have any post-operative diagnosis with the result that we have no evidence to indicate what, if any, contribution the valve had to this unfortunate clinical outcome. Although there is no evidence of valve involvement, the instructions for use (IFU) for the on-x valve lists death as a possible complication of mechanical heart valve replacement. Predictions of operative mortality after mitral valve replacement surgery show an operative mortality rate for males of 5.74% [edwards, 2001]. If the patient had preoperative co-morbidities, the rate is increased, often substantially so. This event does not identify additional hazards or modify the probability and severity of existing hazards. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the initial report, patient received on xm-31/33 sn (B)(6) on (B)(6) 2017 and subsequently passed away on (B)(6) 2017. According to the obituary found, "due to complications following open heart surgery."

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, patient received onxm-31/33 sn (B)(4) on (B)(6) 2017 and subsequently passed away on (B)(6) 2017. According to the obituary found, "due to complications following open heart surgery."